Manufacturer narrative:
A partial connector portion of the lead was returned in one piece measuring 6.0 cm for patient death. Visual examination revealed the cut end of the lead due to procedural damage and no anomalies except for procedural damage that resulted in conductor shorts. No conductor fractures were noted.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-13466, 2017865-2019-13467. It was reported that the patient has deceased. There is no allegation from a healthcare professional that the death was device related. The cause of death was unknown.